Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with as note that stated "software error". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.